Event description:
The patient was admitted for a procedure in 2008, with a lesion in the left internal carotid artery. The lesion had 85% stenosis and was mildly calcified. The lesion was pre-dilated. An angioguard was delivered and a precise stent was successfully implanted. The stent was post dilated. After post-dilation, the patient's blood flow stopped and the patient developed a stroke with symptoms of paralysis on the right side of the body with alongia. The blood around the target lesion was suctioned by aspiration, and the patient's blood flow returned to normal, the day of the procedure. The patient was given urokinase for the stroke. Alongia and paralysis on the lower limb disappeared. A cerebral infarction was confirmed on the ipsilateral side, by CT and MRI. According to the physician, debris may have gone through the filter basket and led to the stroke. The patient is undergoing rehabilitation for the remaining heavy paralysis on his right upper limb.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are: 1016427-2009-00071, 9610978-2009-00072. Additional information will be submitted upon 30 days of receipt.